Event description:
Rptr alleged an undosed blood glucose result of hi (greater than 600 mg/dl) on the advantage system. The customer had not yet applied blood to the strip. The rptr stated the customer felt tired and thirsty with a dry mouth, blurred vision, and frequent urination. No treatment or action was taken based on the alleged undosed result. No serious adverse event was reported in relation to the alleged malfunction. Suspect prod was returned by the customer; replacement prod was sent.